Manufacturer narrative:
(B)(4). Batch #t5e50j. Investigation summary: upon visual inspection of one photo, the following was observed: the photo shows some unformed staples on the tissue. The hands-on analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted. Additional information was requested and the following was received: to clarify "the staples didn't touch the pockets so they remain open and not in a b shape", did the staples deploy into the tissue like this? Yes, most of the staples remained in their original structure and did form a b shape. Did the staples not deploy at all? Most of them did not deploy at all did the staples fall out of the device unformed? Yes, most of them. The procedure was continued with another device. No patient consequences.

Event description:
It was reported that during a distal pancreatectomy with splenectomy, on the first fire on the splenic vein, the stapler didn't cut the tissue and the staples didn't touch the pockets, so they remained open and not in a b shape. Most of the staples fell out of the device unformed and did not form at all. The procedure was continued with another device. There were no patient consequences. No further information is available.